Event description:
The customer reported that the device displayed error f0007 and 20003.

Manufacturer narrative:
(B)(4): the customer reported that the device displayed error f0007 and 20003. On (B)(6)2010, philips worked with the customer to determine that the control pca was faulty. A replacement control pca was ordered to resolve the reported issue. As of 9/10/10, the customer has not called back requesting further support.